Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the onset, the patient was hospital for the event of peritonitis. On an unreported date, the patient began treatment with injection ceftazidime (1 gram, once daily, route of administration not reported) for peritonitis. The patient was still hospitalized at the time of report and was recovering from the peritonitis. Dianeal therapies were ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
Correction other relevant history: concomitant therapy: corvadil a (previously reported as corvatin a). Should additional relevant information become available, a supplemental report will be submitted.